Event description:
Pain attending physician attempted to fill intrathecal pump (itp) at bedside of an inpatient. Itp refill template used. The patient had abdominal ascites and a large pannus. After completing the refill procedure, the physician was unable to perform a test withdrawal, but we did not have free flow on withdrawal. An ultrasound was performed and fluid was seen around the itp. The fluid was aspirated. Approximately 2-3cc of fluid was unable to be aspirated. A narcan drip started and patient was transferred to medical intensive care unit.